Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient. Review of the episode noted oversensing of noise, which was likely from air entrapment as the system was newly implanted. No noise was able to be reproduced and the patient was discharged. The s-ICD remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock to the patient. Review of the episode noted oversensing of noise, which was likely from air entrapment as the system was newly implanted. No noise was able to be reproduced and the patient was discharged. The s-ICD remains in service and there were no adverse patient effects reported.